Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained ventricular tachycardia (vt) episodes, sensing integrity counter (sic), and noise. A lead fracture was suspected. The rv lead currently remains in use. No patient complications have been reported as a result of this event.